Manufacturer narrative:
Samples from the two patients were provided for investigation. Investigations of the samples determined that they contain an interferent to the streptavidin used in the ft3, ft4, and dhea-s assays. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous results for two patient samples tested for elecsys ft3 iii (ft3), the elecsys ft4 ii assay (ft4), and elecsys dhea-s (dhea-s) on a cobas 8000 e 602 module (e602). All results were higher when compared to results from competitor systems (liaison, abbott, and an unknown method). The customer believes that the sample contains an interferent to the roche assays. This medwatch will apply to the dhea-s assay. Please refer to the medwatch with patient identifier (B)(4) for information related to the ft3 assay and refer to the medwatch with patient identifier (B)(4) for information related to the ft4 assay refer to the attachment for all patient data. The first patient's erroneous results were reported outside of the laboratory and were considered to be implausible. Therefore, the first patient's sample was repeated using competitor methods. No adverse events were alleged to have occurred with the patients. Treatment decisions for both patients were made based on results from the competitor systems. The e602 analyzer serial number was asked for, but not provided.